Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary: according to the information provided, it was reported that during a rotator cuff repair, while using an expressew iii suture passer w/o hook, the tip of the top jaw came out. The complaint device was received and visually inspected. Visual observations revealed a sightly worn, also the the trigger lock was loose. It was observed that when the ratchet handle was triggered, the actuator pops out of its place indicating the linkage between the jaw lever and the actuator has failed thus preventing intended functionality of the jaw. To test its functionality, an needle was loaded into the device and was tested on a sample rubber strip. It confirms that jaws does not open/close contributing to the jaw failure as the upper jaw was loose. The device does not function smoothly as reported, confirming this complaint. Although, we cannot discern a root cause for the reported failure, it is possible that the failure occurred due to excessive mechanical force while handling the device.this is an indication of shear pin failure which is a design feature to ensure that in the event the device is used beyond its intended use (for ex: clamping too much tissue, repetitive twisting etc), the linkage failure will occur within the handle and prevent loose bodies from leaving the device. A manufacturing record evaluation was performed for the finished device [53842190829] number, and no non-conformances were identified.. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [53842190829] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by sales rep via phone, that during a rotator cuff repair, while using an expressew iii suture passer w/o hook, the tip of the top jaw came out. They had to come in with a grasper and hold metal piece out. No surgical delay or patient consequence reported. Additional information reported by the affiliate reported the surgeon was able to remove the piece of metal from the patient. It was reported the metal piece came from the top jaw of the expresew gun.